Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Due to this a lead safety switch was triggered. Furthermore, noise was observed on the device. A lead revision is being discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Due to this a lead safety switch was triggered. Furthermore, noise was observed on the device. A lead revision is being discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the lead experienced fracture. It was decided to explant and replace this lead. This lead is expected to be returned for analysis.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Due to this a lead safety switch was triggered. Furthermore, noise was observed on the device. A lead revision is being discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the lead experienced fracture. It was decided to explant and replace this lead. This lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 67 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve. This correctional report is being submitted in order to correct the aware date for the initial malfunction report #2124215-2022-51637 which was submitted with an initial aware date of 11/18/2022, however it should have been 10/16/2022.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Due to this a lead safety switch was triggered. Furthermore, noise was observed on the device. A lead revision is being discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the lead experienced fracture. It was decided to explant and replace this lead. This lead is expected to be returned for analysis.

Manufacturer narrative:
This correctional report is being submitted in order to correct the aware date for the initial malfunction report #2124215-2022-51637 which was submitted with an initial aware date of 11/18/2022, however it should have been 10/16/2022.